Manufacturer narrative:
The pod was received with the soft cannula deployed. On rotation on the ratchet gear, fluid did not flow through the fluid path and no pressure or resistance was felt while rotating the ratchet gear. Inspection of the drive mechanism found the clutch spring to still be held by the spring latch though the pod completed activation. This prevented the ratchet gear from moving the plunger and pushing fluid through the fluid path. The clutch spring and spring latch were able to be manipulated using tweezers. The clutch spring was able to be moved from the spring latch, allowing it to engage on to the tube nut. This allowed fluid to flow through the fluid path on rotation of the ratchet gear. No damages were observed on the spring latch. The misaligned spring latch prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) with moderate ketones. The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with a new pod.